Manufacturer narrative:
The evaluation confirmed the report of fogging. The root cause, however, is unknown at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopic procedure, the image of the arthroscope, ar-3355-4030 was dull, diffused and blurred. The surgeon attempted to clean the lens but the lens was foggy and still did not give a clear image. No further information provided. The surgeon had to switch to another technique during surgery due to the incident. Surgeon changed to a conventional non-arthroscopic technique.